Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference: manufacturer report 1627487-2010-02189. The patient ((B)(6)) received his scs system, which included one surgical lead, one lead extension and an ipg, on (B)(6) 2009. The model number of the surgical lead was not provided at the time of the report. It was reported the patient involved in an accident which lead to a fall. The patient reported that after the accident, he could no longer feel stimulation from his ipg. Examination of the patient found his lead had migrated from t7 to t4. During the revision procedure on (B)(6) 2009, ipg had invalid and unstable impedances. The ipg was explanted and replaced and the lead was successfully repositioned. The explanted ipg was returned to the manufacturer for analysis. No additional information is available.